Event description:
It was reported, during the implant procedure, constant, good threshold values could not be obtained in a position. Additionally, the physician questioned if the helix fully extended. Consequently, this lead was withdrawn and replaced with a competitor's brand device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .070 inches within specification.